Event description:
Per court document received, the pt underwent a left shoulder surgery and a stryker painpump was placed following surgery. The pt now alleges loss of cartilage in his shoulder, loss of range of motion and loss of functional use of his arm requiring future shoulder procedures.

Manufacturer narrative:
No info has been provided as to the model/catalog/lot number of the stryker painpump that was used. No hospital or surgeon info has been provided. No product has been received for evaluation.